Event description:
It was reported that no disposable alarm occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in fair condition. The rear housing was cracked. The keypad and labels were all intact. A cassette was attached to the device and ran with no issues. The reported issue was unable to be duplicated. Event history log review found no related errors. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: the upstream occlusion sensor (uso) was recalibrated.